Event description:
The customer reported that the sys had mixed images. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The hardrive was replaced and the software was reloaded. The sys was tested and found to be working as intended and put back into svc.